Event description:
It was reported that the patient's impedances were off on the patient's lead. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).